Event description:
It was reported that the ilet user experienced a low glucose episode to 60 mg/dl despite intake of two sodas, after which the user consumed approximately 150 mg sugar and recovered to 105 mg/dl. Review of usage showed multiple incorrect meal announcements earlier in the day during hyperglycemia, and education was provided on taking fingersticks for timely confirmation and announcing usual meal sizes separated by four hours. A trainer was assigned to provide additional education and correct maladaptive use. Symptoms included sweatiness, cold hands, and hot flashes consistent with hypoglycemia and a prior hyperglycemic period peaking at 190 mg/dl. Outcomes included minor injury of hypoglycemia but no lasting impact. Investigation included interviews and analysis of information provided by the user and spouse. Investigation of this case revealed no device problem and a usage problem related to accidental meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.